Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced.

Event description:
The hospital reported the caster broke off while moving the machine. There was no report of patient involvement.